Manufacturer narrative:
An event regarding rebushing involving a distal femur minimally invasive grower (mig) was reported. The event was not confirmed. Method and results: device evaluation and results: not performed as no items were returned. Medical records received and evaluation: insufficient medical records were received for review. Device history review: review of the device history records indicate (B)(4) device was manufactured and accepted into final stock on 16jul2014 with no reported discrepancies. Complaint history review: based on the device identification the complaint databases were reviewed from 01nov2016 to present for similar reported events rebushing. There have been no other events. Conclusions: the surgeon requested "rebushing" components for a planned exploration procedure. The exact cause of the event could not be determined because further information such as pre- and post-operative ex-rays and the primary operative report as well as patient history and follow up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and/or insufficient information was received by siw. If devices and/or additional information become available, this investigation will be re-opened. Siw will continue to monitor for trends. The revision procedure was completed successfully with no reported complications. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard. Please note: the reported device is similar to a distal femur mig device approved for compassionate use in the united states.

Event description:
The surgeon has requested "rebushing" components for a planned exploration procedure.